Manufacturer narrative:
Additional narrative: additional device product codes: kwq. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in the united kingdom as follows: it was reported that on (B)(6) 2022, the star drive tip of the angled screwdriver has completely come away from the shaft and is no longer fit for purpose. A different screwdriver was used off the set. There was no surgical delay. There was no patient impact. This report involves one (1) inner shaft for angled screwdriver. This is report 1 of 1 for (B)(4).